Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2023, the patient's mother reported that her child's infusion set's insulin flow got blocked. The issue occurred within 48 hours of reported high blood glucose level. At the time of this report, the patient's blood glucose level was 26 mmol/l. No further information was available.